Event description:
Per the clinic, the device was explanted (specific date not reported) for unspecific medical reasons. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the attract magnet was explanted on (B)(6)2025 under general anesthesia due to poor hearing improvement and in order to convert the patient to a percutaneous baha implant system. During the procedure, the internal magnet was removed, and an abutment was placed on a new internal fixture.